Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the compressor assembly was very noisy. Additional malfunctions include the power switch had no alarm.